Manufacturer narrative:
Qn#(B)(4). From the picture it was observed the "jamming". No other defects were observed. From the issue reported "jamming" it seems to be with the photos provided, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. We will continue to monitor and trend relating complaints.

Event description:
Alleged event: the stapler jammed not allowing the output of staples. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73e1500077 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler jammed not allowing the output of staples. The patient's condition was reported as unknown.